Event description:
It was reported that when the physician inserted the cvc line to the patient, the needle broke from the hub. A new cvc kit was successfully used. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(6) the customer report of a broken and separated needle hub was confirmed through visual inspection of the returned sample. The customer returned one introducer needle and arrow raulerson syringe (ars) for analysis. Definite signs of use in the form of biomaterial were observed. Visual examination revealed that the needle hub was completely broken and separated. A portion of the distal end of the hub was adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. A device history record review was performed, and no relevant findings were identified. Teleflex has identified that the needle hub material was susceptible to cracking when placed under stress (i.e., pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The CAPA indicated the root cause of this issue was design related. Corrective actions were not implemented at the time of this report. Teleflex will continue to m onitor and trend complaints of this nature.

Event description:
It was reported that when the physician inserted the cvc line to the patient, the needle broke from the hub. A new cvc kit was successfully used. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that when the physician inserted the cvc line to the patient, the needle broke from the hub. A new cvc kit was successfully used. No patient harm was reported. The patient's condition is reported as fine.